Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 23rd november, 2022 getinge became aware of an issue with one of our mobile tables ¿ 113322b5 - alphamaxx (460 mm longit. Shift), EU. As it was stated, the patient fell out of the table. There was no injury reported, however, we decided to report the issue in abundance of caution as the patient fall could result in serious injury in case of event recurrence.

Manufacturer narrative:
Getinge became aware of an issue with 142501a0 - orthostar ii mobile extension table. It was reported that during shoulder surgery, the patient has been secured with a waist strap was moved into a beach chair position with a tilt to the right side of up to 10 degrees. According to the information provided by the customer, the tilt position of the table had moved to an extreme right inclination and the patient slipped off the table feet first. The patient landed on the floor. The surgery was completed with a delay. After the incident, the patient had local bruising and was experiencing soreness. We decided to report the issue based on the potential for serious injury if the situation, namely the patient¿s fall and prolonged anesthesia time, were to reoccur. The affected orthostar ii mobile extension table was investigated by a getinge service technician at the customer site. The technician checked hydraulic circuit¿s pressure to ensure that the recommended pressure is held in each circuit. All operating table functions worked correctly. Moreover, the service technician performed a simulation of the situation described by the customer, which confirmed the correct operation of the device. It has been noted that upon the event occurrence, the hand control of the operating table was placed at the side of the operating table so it is possible that the unintended movement of the table could have been caused by the accidental pushing of the button on the remote by the hospital¿s staff. The most possible root cause of the reported incident is a user error related to the accidental pushing of the button on the remote by the customer. Per the information gathered by getinge technician, who visited and tested the affected device, the customer took responsibility for the fall and admitted liability for the incident. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment, thus was also directly involved with the reported incident. As no malfunction with the table was found, it was considered that the getinge device was up to the specification. There were no similar complaints found related to this issue investigated here, therefore it appears to be isolated to this single occurrence when considering this particular device range, thus the investigated issue is considered an isolated case. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 22nd november 2022 getinge became aware of an issue with one of our mobile tables ¿ 142501a0 - orthostar ii mobile extension table. During shoulder surgery, the patient was moved into beach chair position with tilt to the right side of up to 10 degrees. The patient slipped off the table feet first. At the time of incident the patient was reportedly secured with waist strap. The surgery was completed with a delay. The patient had local bruising and was experiencing soreness. We decided to report the issue in abundance of caution as the patient fall and prolonged anesthesia time could result in serious injury in case of event recurrence. Corrected b5 describe event or problem: on 22nd november 2022 getinge became aware of an issue with one of our mobile tables ¿ 142501a0 - orthostar ii mobile extension table. It was reported that during shoulder surgery, the patient secured with a waist strap was moved into a beach chair position with a tilt to the right side of up to 10 degrees. According to the information provided by the customer, the tilt position of the table had moved to an extreme right inclination and the patient slipped off the table feet first. The patient landed on the floor. The surgery was completed with a delay. After the incident, the patient had local bruising and was experiencing soreness. We decided to report the issue based on the potential for serious injury if the situation, namely the patient¿s fall and prolonged anesthesia time, were to reoccur. Previous h6 medical device ¿ problem code: activation, positioning or separationproblem/positioning problem//3009. Corrected h6 medical device ¿ problem code: use of device problem///1670. Mechanical problem/unintended movement//3026.

Event description:
On 22nd november 2022 getinge became aware of an issue with one of our mobile tables ¿ 142501a0 - orthostar ii mobile extension table. It was reported that during shoulder surgery, the patient secured with a waist strap was moved into a beach chair position with a tilt to the right side of up to 10 degrees. According to the information provided by the customer, the tilt position of the table had moved to an extreme right inclination and the patient slipped off the table feet first. The patient landed on the floor. The surgery was completed with a delay. After the incident, the patient had local bruising and was experiencing soreness. We decided to report the issue based on the potential for serious injury if the situation, namely the patient¿s fall and prolonged anesthesia time, were to reoccur.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem, d1 brand name, d4 version or model #, d4 catalog #, d4 serial #, e1a initial reporter, h4 device manufacture date, h6 health effect ¿ clinical code and h6 health effect ¿ impact codes fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 23rd november, 2022 getinge became aware of an issue with one of our mobile tables ¿ 113322b5 - alphamaxx (460 mm longit. Shift), EU. During shoulder surgery, the patient was moved into beach chair position with tilt to the right side of up to 10 degrees. The patient slipped off the table feet first. At the time of incident the patient was reportedly secured with waist strap. The surgery was completed with a delay. There was no injury reported, however, we decided to report the issue in abundance of caution as the patient fall and prolonged anesthesia time could result in serious injury in case of event recurrence. Corrected b5 describe event or problem: on 22nd november 2022 getinge became aware of an issue with one of our mobile tables ¿ 142501a0 - orthostar ii mobile extension table. During shoulder surgery, the patient was moved into beach chair position with tilt to the right side of up to 10 degrees. The patient slipped off the table feet first. At the time of incident the patient was reportedly secured with waist strap. The surgery was completed with a delay. The patient had local bruising and was experiencing soreness. We decided to report the issue in abundance of caution as the patient fall and prolonged anesthesia time could result in serious injury in case of event recurrence. Previous d1 brand name: alphamaxx (460 mm longit. Shift), EU. Corrected d1 brand name: orthostar ii mobile extension table. Previous d4 version or model #: 113322b5. Corrected d4 version or model #: 142501a0. Previous d4 catalog #: 113322b5. Corrected d4 catalog #: 142501a0. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6). Previous e1a initial reporter:(B)(6). Corrected e1a initial reporter: (B)(6). Previous h4 device manufacture date: 06/01/2013. Corrected h4 device manufacture date: - previous h6 health effect ¿ clinical code: others/no clinical signs, symptoms or conditions//4582 corrected h6 health effect ¿ clinical code: injury/bruise/contusion//1754. Previous h6 health effect ¿ impact codes: no health consequences or impact///2199. Corrected h6 health effect ¿ impact codes: surgical intervention/prolonged surgery//4632.

Event description:
On 22nd november 2022 getinge became aware of an issue with one of our mobile tables ¿ 142501a0 - orthostar ii mobile extension table. During shoulder surgery, the patient was moved into beach chair position with tilt to the right side of up to 10 degrees. The patient slipped off the table feet first. At the time of incident the patient was reportedly secured with waist strap. The surgery was completed with a delay. The patient had local bruising and was experiencing soreness. We decided to report the issue in abundance of caution as the patient fall and prolonged anesthesia time could result in serious injury in case of event recurrence.

Event description:
On 23rd november, 2022 getinge became aware of an issue with one of our mobile tables ¿ 113322b5 - alphamaxx (460 mm longit. Shift), EU. During shoulder surgery, the patient was moved into beach chair position with tilt to the right side of up to 10 degrees. The patient slipped off the table feet first. At the time of incident the patient was reportedly secured with waist strap. The surgery was completed with a delay. There was no injury reported, however, we decided to report the issue in abundance of caution as the patient fall and prolonged anesthesia time could result in serious injury in case of event recurrence.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of b5 describe event or problem and h6 medical device ¿ problem code fields deems required. This is based on the additional information that has been received. Previous b5 describe event or problem: on 23rd november, 2022 getinge became aware of an issue with one of our mobile tables ¿ 113322b5 - alphamaxx (460 mm longit. Shift), EU. As it was stated, the patient fell out of the table. There was no injury reported, however, we decided to report the issue in abundance of caution as the patient fall could result in serious injury in case of event recurrence. Corrected b5 describe event or problem: on 23rd november, 2022 getinge became aware of an issue with one of our mobile tables ¿ 113322b5 - alphamaxx (460 mm longit. Shift), EU. During shoulder surgery, the patient was moved into beach chair position with tilt to the right side of up to 10 degrees. The patient slipped off the table feet first. At the time of incident the patient was reportedly secured with waist strap. The surgery was completed with a delay. There was no injury reported, however, we decided to report the issue in abundance of caution as the patient fall and prolonged anesthesia time could result in serious injury in case of event recurrence.